Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was not drawing up insulin. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 328468. Batch no. 9149939 it was reported that syringe was not drawing up insulin. Verbatim: issue 1: consumer reported needle did not draw the insulin, he tried twice on this syringe did not work. Consumer uses the new syringes each time of his injection. He stated he visually sees the needle is straight. He stated he rotates the injection site. He uses upper thigh and left and right arm. He also stated he had recently reported an issue about needle being detached.

Manufacturer narrative:
H.6 investigation summary: samples were received, and an investigation was performed. This is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 9149939 and lot # 8344529. A review of the manufacturing records was performed, and one non-conformance was raised in association with this type of event for these lot numbers. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was not drawing up insulin. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 328468, batch no. 9149939. It was reported that syringe was not drawing up insulin. Verbatim: issue 1: consumer reported needle did not draw the insulin, he tried twice on this syringe did not work. Consumer uses the new syringes each time of his injection. He stated he visually sees the needle is straight. He stated he rotates the injection site. He uses upper thigh and left and right arm. He also stated he had recently reported an issue about needle being detached.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 23 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9149939 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200821462] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was not drawing up insulin. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9149939. It was reported that syringe was not drawing up insulin. Verbatim: issue1: consumer reported needle did not draw the insulin, he tried twice on this syringe did not work. Consumer uses the new syringes each time of his injection. He stated he visually sees the needle is straight. He stated he rotates the injection site. He uses upper thigh and left and right arm. He also stated he had recently reported an issue about needle being detached.